Event description:
Related manufacturing reference number: 2017865-2021-35208. It was reported that the implantable cardioverter defibrillator exhibited far r oversensing that led to inappropriate automatic mode switch and pacing inhibition. It was noted that the right atrial lead exhibited high capture threshold and p-wave amplitude variation. Programming changes were made. There were no patient consequences.